Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received low and high alarms. Customer's blood glucose level was 40 mg/dl. The customer treated her low blood glucose level by eating but the low alarm kept going off. The customer wanted to know how to turn the alarm off after she acknowledged it and treated. The device was not returned.